Manufacturer narrative:
Product complaint # (B)(4). (B)(6). Medical device removal. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿characteristics of adhesion areas between the tissue expander and capsule in implant-based breast reconstruction¿ a female patient who underwent two-stage implant-based reconstruction with mentor cpg implant experienced device rotation, which was confirmed to show 90° clockwise rotation at 12 months and which was resolved by capsulectomy and change of the implant to allergan natrelle style 410. The aim of this study is investigated adhesion between the expander and the capsule seventy-nine cases of immediate breast reconstruction via two-stage implant-based reconstruction performed between september 2016 and november 2017 were evaluated. Mentor cpx4 expanders were used in 14 breasts, and natrelle expanders in 65.